Event description:
Treatment of a ruptured ica (internal carotid artery) - a-comm (anterior-communicating) aneurysm measuring 6mm in size. During the procedure, it was reported that the implant coil was advanced into the catheter hub and experienced friction at the hub causing it to prematurely detach. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).